Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update sections based on the results of investigation. Reported event: the event reported a broken/sheared off handle. Failure was noticed when attempting to load the offset impactor into the end effector. Event occurred during the case and caused a 5 minute delay and user difficulty while performing the surgery. The case was successful. Device evaluation and results: visual inspection of the impactor shows the absence of the orientation pin (p/n 209369) which is welded to the connection shaft (B)(4). This allows the impactor to rotate freely within the end effector instead of locking in the impactor's orientation. Device history review: review of the device history records indicate 18 devices were manufactured and accepted into final stock on 4/21/2014. (B)(4) was found in the records for l/n 028548. None of the non-conformances reported per (B)(4) were related to the alleged failure described in this complaint. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding difficult or inaccurate assembly to end effector as a failure of p/n 209360, l/n 028548. Five similar events for l/n 028548 were found ((B)(4)). Conclusions: the restoris pst rio offset shell impactor (p/n 209360, l/n 028548) was evaluated visually upon receipt and the reported event was confirmed. There was visual evidence of the missing orientation pin that was once welded to the shaft.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio shell offset impactor was damaged. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio shell offset impactor was damaged. This did not negatively impact the case and the outcome was successful.